Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was reported to the physician(s), who questioned it. An alternate test was performed on an alternate system which resulted negative. The patient was redrawn and tested on the same system, resulting negative. The customer repeated the first sample on the same system which also resulted negative. The corrected result obtained from repeating the first sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse determined the incubation ring and magnets were not functioning correctly. The cause of the discordant tni ul result is unknown. The cse replaced the incubation ring and successfully performed precision tests. The instrument is performing within specifications. Further evaluation of the device is not required.